Manufacturer narrative:
As reported, the plaintiff had placement of an optease inferior vena cava (ivc) filter. The indication for implant was a rollover motor vehicle accident with multiple trauma, seven-month pregnancy with fetal demise and right common femoral vein deep vein thrombosis. The filter was deployed in the infrarenal area, without any reported complications. The filter subsequently malfunctioned and caused injury and damages to the patient. Including, but not limited to, failed removal attempt and filter unable to be removed. Per the patient profile form (ppf), the patient reports perforation of filter strut(s) outside the inferior vena cava and embedded in the ivc wall. An unsuccessful removal attempt two months after the index procedure. The patient has shortness of breath, pain, sleeplessness and unspecified circulatory problems. Per the medical records, the unsuccessful removal attempt occurred three months after the index procedure. A snare was used to engage the distal pole of the filter. The sheath was then advanced over 2/3 to 3/4 of the filter; however, the entire filter could not be manipulated into the sheath despite multiple attempts. The unsuccessful attempts to remove the filter was thought to be related to tissue overgrowth at the superior attachment sites of the filter. Small filling defect was seen at the superior aspect of the filter following attempted removal suggestive of small amount of thrombus, of doubtful clinical significance. The filter was left in place at its original position without evidence for filter damage or extravasation of contrast from the inferior vena cava. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Shortness of breath and unspecified circulatory issues are not specifically listed in the IFU; however, maybe related to underlying patient specific issues. Anxiety, sleeplessness and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Complaint conclusion: as reported, the plaintiff underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, failed removal attempt and filter unable to be removed. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries, damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The implantation date of the filter and the attempted retrieval date is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The catalog number is unknown, if received it will be provided. The exact filter implantation date is unknown. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by the legal department, the plaintiff underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient. Including, but not limited to, failed removal attempt and filter unable to be removed. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries, damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: age or date of birth, adverse event or product problem, date of event, date of report, other relevant history, brand name, implant date,concomitant medical products, date rec¿d by MFR, PMA/510k, type of reportable event and if follow-up, what type. Initial reporter occupation: occupation: other, senior counsel, litigation. Event: the filter was deployed via left common femoral vein. It was placed in the infrarenal area. The patient tolerated the procedure without any immediate complications.   Additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter strut(s) outside the inferior vena cava. There was an unsuccessful removal attempt two months after the index procedure. The patient experienced shortness of breath and unspecified circulatory problems since the index procedure. The patient has also experienced unspecified bodily injury, psychological injury, abdominal pain, general body pain, worry, fear, anxiety and sleeplessness. Additional information received per an amended patient profile form (ppf) states that the filter was embedded in the wall of the inferior vena cava. Additional information received per the medical records state that the filer was indicated after the patient was involved in a rollover motor vehicle accident with multiple trauma with need for surgery, seven-month pregnancy with fetal demise and right common femoral vein deep vein thrombosis.  Additional medical records provided additional information about the unsuccessful removal attempt three months after the index procedure. A snare was used to engage the distal pole of the filter. The sheath was then advanced over 2/3 to 3/4 of the filter; however, the entire filter could not be manipulated into the sheath despite multiple attempts. The unsuccessful attempts to remove the filter was thought to be related to tissue overgrowth at the superior attachment sites of the filter. Small filling defect was seen at the superior aspect of the filter following attempted removal suggestive of small amount of thrombus, of doubtful clinical significance. The filter was left in place at its original position without evidence for filter damage or extravasation of contrast from the inferior vena cava. Additional information is pending and will be submitted within 30 days of receipt.